Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but one of the grippers did not come down. Troubleshooting was performed but was unsuccessful. The cds was removed and a new cds was prepared. The second cds was advanced to the mitral valve but there was difficulty positioning the clip due to atrium being small. Grasping was performed without issues but mr was unsatisfactory. The clip was placed in multiple different locations to further reduce mr but was unsuccessful. Therefore, the cds with the clip was removed with no issue. There were no clips implanted, mr remained at 4. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation as both grippers actuated as intended. The observed product quality problem was due to the loose gripper cover. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. The investigation determined the noted irregular appearance of the loose gripper cover appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but one of the grippers did not come down. Troubleshooting was performed but was unsuccessful. The cds was removed and a new cds was prepared. The second cds was advanced to the mitral valve but there was difficulty positioning the clip due to atrium being small. Grasping was performed without issues but mr was unsatisfactory. The clip was placed in multiple different locations to further reduce mr but was unsuccessful. Therefore, the cds with the clip was removed with no issue. There were no clips implanted, mr remained at 4. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.